Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with insulin flow blocked alarm. The blood glucose was 370 mg/dl at the time of the incident. Customer called again because he got an insulin flow block alarm after his previous call. He called in an hour ago because he is getting an insulin flow block alarm, they were able to finish troubleshoot, did a set change and gave correction bolus but he got the same alarm afterwards. Patient keeps getting an insulin flow block alarm. He changed his infusion set system 4 times and still giving him the same alarm. Customer states they have tried all remedies. Customer declined troubleshooting of the high blood glucose. Customer advised to replace the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08725 inches. No unexpected insulin flow blocked alarms noted. Unit received with minor scratches on case and minor scratches on lcd window.